Manufacturer narrative:
(B)(4). This report was filed by the MFR. The devices were not sequestered by the customer. Customer reported the event logs were not saved; the devices were repaired, tested, and placed back into service. Because no device or device logs were returned or expected to be returned. The root cause of the customer's experience was not identified.

Event description:
The customer reported pump failure multiple times during emergency situation. "Post event I looked at pump connections and there appears to be green tarnish present." There was no report of pt harm or medical intervention. No further pr or event info was provided.